Event description:
Additional information was received from the treating physician indicating high lead impedance was found after the patient was implanted with a new generator. A lead discontinuity was found which prompted a full revision surgery. No patient manipulation or trauma was reported to have contributed to the reported high impedance.

Event description:
Further clarification revealed the high impedance was seen during generator replacement surgery rather than a follow-up appointment as indicated in supplemental 1.

Event description:
It was initially reported through an implant card that a vns patient underwent generator and lead replacement surgery due to unknown reason.additional information was received from the treating nurse indicating the patient was explanted due to a lead fracture. The explanted devices were indicated to have been discarded after surgery. Good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Date of event, corrected data: initial report inadvertently listed incorrect date of event.